Event description:
The customer reported that during use, an error code was displayed on the generator. The needle was disconnected and connected again but the error code continued. The customer did not have another generator available, however they suspected the failure was due to the needle. The procedure was suspended without any injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.